Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21aug2019. Remote troubleshooting was performed with the manufacturer's field service engineer (fse). It was recommended that the device ribbon cable be replaced. The customer replaced the ribbon cable to address the finding. The issue was resolved and the device was placed back in service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator displayed error code 1105. The device was in use; however, there was no harm to the patient.